Manufacturer narrative:
The pump was received for investigation. Physical condition of the pump was an outdated (pcb) printed circuit board and power switch. Wear and tear damaged plate clip and line cord. Corroded drain fitting. Cracked tank cover. Stripped interlock block and bent micro switch. A visual inspection was performed then filled tank with water, attached temp check, plugged in line cord, and turned on power switch which duplicated the reported issue. No action will be taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped per customer. A manufacturing device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump won't start. No patient injury was reported.